Manufacturer narrative:
Block h6: imdf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a planned procedure in the right ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, the stent was found broken into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a planned procedure in the right ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, the stent was found broken into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Manufacturer narrative:
Imdf device code a0401 captures the reportable event of stent shaft broken. The returned polaris ultra ureteral stent was analyzed, and a visual and media evaluation noted that the shaft was detached. The suture thread and positioner were not returned. During magnification, the shaft detached was closely observed. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force and entangled, the stent can get detached during the preparation, affecting the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.